Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lcp distal femur 4.5/ 5.0 (l/ r) (p/n: 02.124.030s, lot #: 40p6674) was received at us cq. Visual inspection of the complaint device showed the plate had broken into two pieces and both broken pieces were returned. Additionally, the plate had surface scratches all along the surface, which also do not have any impact on the functionality of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was performed on the thickness of the plate, measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed lcp distal femur 4.5/ 5.0 (l/ r: (current/manufactured). Complaint confirmed? Yes, the device was broken. Hence confirming the allegation. Investigation conclusion this complaint is confirmed as the plate has broken into two pieces. While a definitive root cause could not be identified, it is possible that an unintended force on the plate could have contributed to the complaint condition. No design issues were observed during the document/specification review. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot product code: 02.124.030s, lot number: 40p6674, manufacturing site: mezzovico, release to warehouse date: 26 feb 2020, expiry date: 01 feb 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a procedure for the removal of a broken lcp df plate. This report involves one (1) lcp distal femur plate 15 hole/356mm right-sterile. This is report 1 of 1 for (B)(4).